Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: the complaint of a scratched display could not be confirmed or duplicated on investigation; no scratches were observed on the display. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and there was damage to the pump casing near the top left of the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.